Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The battery out limit alarm was unable to be verified because there was no button response. No moisture damage was found on the electronics, motor, battery tube, and vibrator assembly. The following cosmetic damage was noted on the pump: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported via phone call that her insulin pump received a battery out limit alarm and that her pump has not been working all day. The customer's blood glucose value at the time of incident was 161 mg/dl. Troubleshooting was initiated for the battery out limit alarm. The customer stated that the pump alarmed after a battery change, and the pump continues to alarm during the time of call. The alarm could not be cleared since the customer's pump also had a keypad anomaly. Troubleshooting was also initiated for the keypad issues, and the customer stated that she had the device on her side and it was wet with sweat when she removed it. The insulin pump would not stop buzzing. The device was returned for analysis and a replacement pump was shipped to the customer.